Manufacturer narrative:
(B)(4). This report was filed by the MFR. The set has been received but the eval is not complete. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Customer reported fluid leaked from the maxplus connector during an infusion. No harm to pt or medical intervention required. Although requested, no additional event or pt info provided.